Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026 it was reported that the patient experienced discomfort due to the ipg placement and requested to have it moved. A revision was done on (B)(6) 2026 and the discomfort resolved. No further patient complications were reported.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(4).